Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Part number: 03.802.207, synthes lot number: 6581158: release to warehouse date: april 05, 2011. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during inspection of the instruments and preparation of kits for surgery, it was noticed that the green handles of a 13.5mm synfix mini-open fixed handle aiming device and a 17 mm synfix mini-open fixed handle aiming device are loose and the threaded tip of the locking holding sleeve-long for matrix is broken. There was no patient or case involvement. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
A product investigation was completed: a product investigation was completed: the returned instruments were examined and upon visual inspection the complaint condition was confirmed as the threaded silicone handle was found slightly separated from the rest of the instrument. The balance of the device is in fair condition with minimum signs of wear and complaint. Per drawing a bond is applied to the threads of the instrument and then tighten onto the threaded silicone handle. The bond is placed on instrument to keep the handle in place and should not be unscrewed. No definitive root cause was able to be determined however the failure mode is typically associated with trying to unscrew the handle form the rest of the instrument possibly during sterile processing. A device history record review, a drawing review and occurrence rate review was done as a part of this investigation. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.